Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they went to the airport on the (B)(6) and then the next day when they woke up, they could not get out of bed and ended up in the hospital. They stated the implantable neurostimulator (ins) was off and they didn't know. They inquired how much longer their ins has until it reaches end of service (eos). The patient was redirected to their healthcare provider (hcp) to discuss their ins.